Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent partially deployed. A contralateral approach was used to access the heavily calcified target lesion located in the mid superficial femoral artery (sfa). A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for an angioplasty/stenting procedure with a stiff 0.035" wire. There was poor vessel preparation and the lesion was not pre-dilated. During the procedure, stent deployment was initiated via the thumbwheel; however, only a few millimeters deployed. The thumbwheel became stuck. An attempt was made to deploy the stent by pulling on the pull grip, but that failed. The handle was opened and the outer shaft was manually pulled over the inner shaft to deploy the stent. The procedure was completed with this device. No stent fracture or elongation was observed. There were no patient complications reported and the patient condition was noted as stable.